Event description:
It was reported that a harmonic scalpel failed numerous times during a case. The scalpel caused major vessel damage and did not seal during a spleen case.

Event description:
It was reported that a harmonic scalpel failed numerous times during a case. The scalpel caused major vessel damage and did not seal during a spleen case.

Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions for evaluation. Inspection of the returned device revealed evidence of clinical use including biological material on the distal tip and indention in the teflon pad. The shaft rotation and the jaw actuation of the device were found to be acceptable. The device was connected to a generator and passed initial testing. The device was successfully activated with the foot pedals and buttons ten times. Each time the min or max button or pedal was pressed, the device activated and at no time during testing did the device stop working. However, a hissing noise was heard during activation. The ability of the device to cut and coagulate was tested on a test medium, and the device was able to cut properly. The device was examined further, and a build up of dried fluid was noticed along the rod. The rod was inspected for fractures, and none were found. The distal gasket on the rod was examined and revealed signs of damage and wearing of the gasket lip. The device was then reassembled and inserted tip down into a graduated cylinder containing saline. After submersion, the device was withdrawn and retested, as this will allow migration of saline along the scalpel rod proximal to the damaged distal gasket. During activation, the device emitted noise indicative of rapid evaporation of the saline fluid; however, at no time was an error thrown that would forcefully prevent use of the device or prevent continued activation of the device during a cut/coagulation event. A review of the device history record indicates the device met all inspection and test criteria prior to release. Therefore, the most likely root cause of the reported event is tissue/fluid accumulation between the blade and shaft. The reported event will continue to be monitored through post-market surveillance. The instructions for use state: "for optimal performance and to avoid tissue sticking, clean the instrument blade, clamp arm, and distal end of the shaft throughout the procedure by activating the instrument tip in saline." "If tissue is still visible in the clamp arm, use hemostats to remove residue, taking care not to actuate the hand piece. If desired, the instrument may be unplugged." ¿care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Clamping the tissue pad against the active blade without tissue on the full length of the blade will result in higher blade, clamp arm and distal shaft temperatures and can result in possible damage to the instrument. If this occurs, there may be an instrument failure, and the generator touchscreen displays a troubleshooting message."

Manufacturer narrative:
The root cause of the associated corrective and preventative action (CAPA) was approved on (B)(6) 2015. The CAPA determined the root cause of tissue build up to be damage to the distal gasket. Although tissue build up was not observed on the complaint device, visible gasket damage was observed which may have led to tissue build up in a clinical setting. Tissue build up due to distal gasket damage can disrupt harmonic frequency and potentially reduce cutting ability, therefore the reported complaint was confirmed.

Event description:
It was reported that a harmonic scalpel failed numerous times during a case. The scalpel caused major vessel damage and did not seal during a spleen case.

Manufacturer narrative:
A supplemental MDR will be filed once the device investigation is complete.